Event description:
It was reported that the site could interrogate the pt's device. Pt could still perceive stimulation and there was no adverse events reported. Troubleshooting steps were performed but unsure if it resolved the issue since pt was no longer in the office. New programming system was shipped to the site. Good faith attempts to obtain the old programing system back to manufacturer have been unsuccessful till date. The cause of problem is unk at this time.